Event description:
The customer reported a cracked connector occurred in the nicu. The connector was attached to a PICC catheter. Solutions infusing were tpn and intralipids. The customer also reported that blood cultures were drawn and IV antibiotics were started since the t-connector was directly connected to the PICC and considered to be part of the line. No further pt or event info was reported.

Manufacturer narrative:
(B)(4). The customer reported that the affected product was not saved and will not be returned for eval. Unable to determine the cause of the customer's reported cracked connector.